Event description:
The advocate ran a blood test on her husband with the contour and the reading was 501mg/dl. The emt retested him with a different meter and the reading was 199mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. There was no evidence of an adverse event. The customer returned the test strips for evaluation. Replacement test strips and meter were sent to the customer.